Event description:
It was reported the patient was experiencing coupling or communication issues during recharging. Troubleshooting was initiated in 2009. It was not possible to get coupling despite trying three different rechargers. It was suggested the patient see their physician to see if the battery had flipped. Two days later, the patient was seen in the clinic. Under fluoroscopy it was determined the battery had flipped. The physician manually flipped the battery back over. There was no pain to the patient. The pocket site was noted to be rather loose. The patient was then able to easily recharge the ins with 8 coupling bars. If the battery flips again the physician plans to take the patient back to surgery and tack it down.